Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level at the time of event was 600 mg/dl. The settings programmed by the customer was not saved and the bolus wizard feature wasn't active on the insulin pump. No harm requiring medical intervention was reported. Partial troubleshooting was performed and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.